Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer experienced an elevated blood glucose (bg) level of 300 mg/dl. The elevated bg's were addressed by waiting and letting the bgs go down over time. The customer wanted to change basal settings and these setting were discussed with customer's health care provider.